Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she was experiencing high blood glucose for the past three weeks. Customer stated her doctor lowered her basal settings. Customer also reported that the device was indicating the battery had one bar left and the device never alerted low battery. Troubleshooting was performed. Customer was advised to disconnect from the device. The drive support cap was normal. Customer disconnected at the quick release. No leaks noted. Manual prime was performed on the device and insulin did exit. Settings were reviewed and were correct. No further information reported.